Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited error code: e315. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.